Event description:
It was reported that "the image disappeared during the examination. The system only works again after switching it off and on again. The error occurred repeatedly. The image disappeared during the examination." No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).